Manufacturer narrative:
(B)(4). Approximate age of device- 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2017 for gastrointestinal bleeding. The patient received a blood transfusion and was taken off their anticoagulant and anti-platelet medications. An endoscopy revealed bleeding at antrum of the stomach and a clip placement was performed. No additional information was provided.

Manufacturer narrative:
No product was returned for investigation. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.